Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that [no image] occurred due to a communication failure caused by a cable failure. It is likely that the cause of cable failure is flooding from coating of cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed: cable unit was observed with a leak; cable unit adhesive was peeled and had a cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the camera head did not transmit an image. There were no reports of patient harm or impact associated with this event.